Event description:
A malfunction on the pump was reported by the caller, but there was no adverse impact to the customer's blood glucose level. To resolve the issue, technical support arranged to replace the pump. The caller was informed about using a backup insulin pump, provided with instructions for putting the malfunctioning pump into storage mode, and advised to return it to tandem within 10 days using a prepaid label. Additionally, the caller was instructed to transfer their pump settings to the new device and to connect their continuous glucose monitor to the replacement pump.